Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 1.6; lab: 4.0; mean: 2.8; confidence limits: 1.8-4.2; date: 2007; inratio: >7.5; lab: 5.6; mean: na; confidence limits: cannot be determined; date: 2007; inratio: 1.6; lab: 4.0; mean: 2.8; confidence limits: 1.8-4.2; inratio: 1.6; lab: 4.5; mean: 3.05; confidence limits: 1.9-4.6; inratio: 1.3; lab: 2.2; mean: 1.75; confidence limits: 1.2-2.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first, third, and fourth set of data, the lab values were outside the confidence limits for inr testing. Products will be tested when returned. Per text "strip lot used were all used up. No intervention done on pts."

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007; inratio: 1.6; lab: 4.0; date:2007; inratio: >7.5; lab: 5.6; date: 2007; inratio: 1.6; lab: 4.0; inratio: 1.6; lab: 4.5; inratio: 1.3; lab: 2.2.